Event description:
It was reported that the distal tip of the catheter sheared into the cerebrospinal fluid (csf) when the physician attempted to withdraw the catheter. This occurred twice with two different catheters and the catheter pieces were not retrieved. A replacement catheter was used to complete the implant procedure. There were no patient adverse effects reported.

Manufacturer narrative:
This event is being reported under two MFR report numbers as there were two product issues involved in the event: 3006803715-2014-00029. Internal complaint number: (B)(4).